Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported "electrical fault alarms" event was confirmed through analysis of controller log files which revealed one electrical fault alarm logged on (B)(6) 2019. The alarm was due to an over current condition resulting in the pump running on a single stator (front-stator only). This was followed by 1 high watt alarm due to the increased power consumption associated with the pump running on a single stator. Multiple electrical fault alarms and high watt alarms were logged following this. One ventricular assist device (vad) disconnect alarm was logged on (B)(6) 2019 due to physical disconnection of the driveline from the controller. On-site inspection of the driveline cable revealed damage to the outer sheath of the driveline and exposed wires, confirming the reported event. A driveline splice repair was performed to mitigate the conditions reported. Additionally, the driveline sheath appeared to be yellow based on the visual evidence provided. This is an additional observation not related to the reported event. Based on historical review of similar events, the most likely root cause of driveline sheath degradation may be attributed to factors such as excessive exposure to uv light. Based on the available information, the most likely root cause of the damage to the driveline sheath and strain relief may be attributed to the accidental cutting of the driveline by the patient as mentioned in the event details; this damage likely resulted in several wires making contact with each other further triggering electrical faults due to a short circuit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the driveline connector, driveline sheath, and driveline strain relief due to the patient a accidentally cutting the driveline. There was a section of the outer sheath missing, and wires were exposed. It was additionally reported that there were high watt alarms proceeded by electrical fault alarms. Servicing was performed and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported "electrical fault alarms" event was confirmed through analysis of controller log files which revealed one electrical fault alarm logged on 14-feb-2019 at 21:11:16. The alarm was due to an overcurrent condition resulting in the pump running on a single stator (front-stator only). This was followed by 1 high watt alarm due to the increased power consumption associated with the pump running on a single stator. Multiple electrical fault alarms and high watt alarms were logged following this. 1 vad disconnect alarm was logged on 18-feb-2019 due to physical disconnection of the driveline from the controller. On-site inspection of the driveline cable revealed damage to the outer sheath of the driveline and exposed wires, confirming the reported event. A driveline splice repair was performed to mitigate the conditions reported. Additionally, the driveline sheath appeared to be yellow based on the visual evidence provided. This is an additional observation not related to the reported event. Based on historical review of similar events, the most likely root cause of driveline sheath degradation may be attributed to factors such as excessive exposure to uv light. Based on the available information, the most likely root cause of the damage to the driveline sheath and strain relief may be attributed to the accidental cutting of the driveline by the patient as mentioned in the event details; this damage likely resulted in several wires making contact with each other further triggering electrical faults due to a short circuit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.